Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped. During a replacement procedure of an implantable cardioverter defibrillator (ICD) the physician alleged the lead 'malfunctioned'.